Event description:
During an in clinic follow up, loss of capture was observed on the left ventricular (lv) lead. An x-ray imaging was performed and confirmed a dislodgment of the lv lead. The lv lead was explanted and replaced to resolve this event. The patient was stable.